Event description:
Allegedly, during a turbt procedure, the patient had an obturator muscle reflex action while the doctor was using the instrument. This caused the patient movement resulting in bladder perforation. The doctor addressed the perforation with a patient catheter. Procedure was completed, and patient condition is good.